Manufacturer narrative:
The device was returned to olympus for the evaluation, and the evaluation found the nozzle was clogged, due to deformation of forceps elevator, lock engagement lever, upward and downward angulation knob cannot be locked securely, due to deformation of free-engage knob, free-engage knob rotates concurrently, due to wear of angle wire, bending angle in down direction does not meet the standard value, bending tube is deformed, adhesive on bending section cover or distal sheath was detached, universal cord had buckling, adhesive around light guide lens had a wear, switch 1 had a wear, grip had a crack, suction cylinder was deformed, acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the gastrovideoscope's air and water channel was obstructed. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the acoustic lens had a scratch which reaches to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the glue-layer acoustic lens scratch was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.